Manufacturer narrative:
Additional information: d10, h6, h10. Device evaluation: one cadd legacy pump was returned for analysis. The customer's reported problem was confirmed. According to the investigation, the pump faulty motor caused the reported problem. Service's replaced the faulty motor and cleared out the error message. Functional testing and final inspection were performed, and the pump passed all testing. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy pump was presenting with a lec-1871. This issue occurred during testing. There was no patient present at this time. There were no adverse events reported.